Event description:
Device 2 of 2: reference MFR. Report: 1627487-2019-02111. It was reported the patient had leads with low impedance. As a result, the patient underwent scs system explant on (B)(6) 2019.